Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not working. They have been having to void and they are catheterizing for their urinary retention. Caller stated that they are wanting to increase stimulation but when they place the communicator on device it says "communicator not responding, reposition communicator. Caller stated that they called the doctor who told them to call the manufacturer. After education and discussion it was determined that the pt has never charged the micro implant. Caller stated they thought that they only needed to dock it. Agent walked caller through how to charge implant. Agent reviewed charging expectations. Caller placed the recharger over implant and started an implant charge session. Caller stated they will charge implant when they have time and then use communicator/handset app to turn therapy on/adjust stimulation and monitor symptoms.